Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that following the revision procedure, there was continued high svc impedance. In addition, there was high rv defibrillator impedance observed, and a suspected fracture of the high voltage coils.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two months post implant the right ventricular (rv) lead triggered an alert for high out of range pacing impedance. The rv lead also triggered alerts for high out of range defibrillation and superior vena cava (svc) impedance. It was determined that there was a connection issue between the rv lead and the implantable cardioverter defibrillator (ICD). The rv lead pin was not fully inserted into the ICD header. A revision procedure was performed to reinsert the lead pin into the device header. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.